Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly in (B)(6) 2014 the patient referred recurrence pain after the operation with an inflammatory reaction in the periacetabular region. In (B)(6) 2017 during revision surgery there were soft tissue damage and cystic mass formation. Adverse local tissue reactions (altr) became apparent.